Event description:
Rptr believes that they have fillings in their mouth since about 1987. They have had all kinds of physical and mental impairments that have been tested and all tests so far have been inconclusive. Pt also has three children and two of them have a lot of problems.